Event description:
It was reported by the rep that the device was used during an interstitial laser coagulation. It was reported the first treatment was without incident. Midway through second treatment, the system displayed a "diffuser fault". It could not reset or clear. The fiber has to be replaced. The second fiber same problem. It was good for one treatment, then fault on second stick. The fiber was changed and a third one was opened. The third fiber worked for five treatments. Diffuser fault on the sixth treatment. The procedure was terminated as the urologist felt enough treatment was given to the pt. There was no consequence to the pt. 10/28/98 during the complaint analysis, the heat shrink marker on fiber #36778 was observed to be torn, in and of it self considered a malfunction.